Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 08/21/2018 and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement and the catheter falling out. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 14.5 fr d/l glidepath 27 cm str catheter with surecuff was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A part of the surecuff showed residue (e.g. Blood residue) throughout the cuff with a part of the cuff having dark residue that has surface texture and color characteristics consistent with that of clotted blood. The other part of the surecuff has substantially less residue than other region and does not have the dark residue. On both diametrically opposite sides of the surecuff, there is a noticeable border between the region with the dark residue and the region with less residue. This is consistent with characteristics of the cuff not being completely surrounded by tissue. There is a suture tied in one of the suture wing holes and another suture on the catheter between the suture wings and the surecuff. The investigation is inconclusive for the cuff not adhering to the tissue as the circumstances of the patient¿s medical environment at the time of and prior to the reported event are unknown. The definitive root cause could not be determined based upon available information. However, it is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement and the catheter falling out. There was no reported patient injury.